Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 415 mg/dl. Customer's blood glucose value was 439 mg/dl. The customer had no symptoms and was treated with bloused manually. The drive support cap was normal. The product will not be returned for analysis.